Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis; cause not provided. Blood glucose (bg) level not provided. Bg was treated with manual injections. No further information available regarding the issue.